Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 509258 lead, implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that approximately one month following a routine device replacement, the right atrial (ra) lead exhibited high and undefined pacing impedance measurements, along with oversensing in bipolar configuration. It was noted the ra lead was reprogrammed to unipolar configuration, and the oversensing was no longer observed with stable impedance measurements. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.